Event description:
Device explanted due to migration and erosion. Due to the patients size and sleeping position, the device migrated towards the incision site and eroded through to become exposed. This happened approximately one month ago. Patient was reimplanted with new bio3 device. Should additional information become available, it will be added to this file.

Manufacturer narrative:
An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the erosion was not device related.